Event description:
Consumer originally called to report foreign matter on syringe out of a new unopened package. Did not use the syringe, was not hurt, but did not want to send the syringe back for investigation. Follow up call from the consumer reported red substance in the bag of syringes he received from a mail order distributor. Had seen his physician who had ordered blood testing.

Manufacturer narrative:
Investigation ongoing. The lot returned did not match the lot recorded on claim; however, the returned product was examined for consumer's claim. The polybag exhibited extensive external and internal foreign matter. The polybag was kept sealed. A sealed package of syringes was returned for analysis of foreign matter, as a reddish brown material was present inside. A foul odor was also noticed upon opening the cylinder. A small incision was made into the bag and a sample of the foreign matter was removed. Ftir spectral analysis revealed the foreign matter to be blood. Close inspection of the package revealed two small pin holes, one on each surface of the package. It suggests that the sealed package was tampered with, as another syringe and needle may have been used to inject blood into the still sealed package. Sample has been forwarded to qa for further investigation and follow up actions.